Event description:
It was reported that a patient underwent a laparoscopic repair of a primary single defect ventral right flank hernia on (B)(6) 2010. The patient was discharged on (B)(6) 2010 with no issues. The patient had indicated on the questionaire on (B)(6) 2010 that the hernia had recurred in (B)(6) 2010. The patient underwent a second procedure on (B)(6) 2010. The recurrence was lateral to the mesh, and the existing mesh was re-used and fixated using tackers and transfascial sutures. The patient was evaluated on (B)(6) 2010 and on (B)(6) 2011 and was doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.